Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 438 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer did not mention any treatment related to high blood glucose level. The customer also mentioned that the reservoir leaked in the insulin pump. They mentioned that the insulin pump was exposed to moisture. They were unsure about the location of the leak on the reservoir. The insulin pump also received a compromised forced sensor system error and clock monitor frequency error alarm. The insulin pump will be returned for analysis.